Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.

Manufacturer narrative:
No patient information provided to date after messages to customer contact between (B)(6). Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.